Event description:
The hospital reports that the inspiratory and maximum pressure relief controls of the neopuff infant resuscitator are very stiff to move. No pt involvement reported.

Manufacturer narrative:
The fisher & paykel healthcare replaced the front fascia and valve assembly of the complaint device. The faulty "front fascia and valve assembly" was returned to fisher & paykel healthcare. Examination confirmed the fault reported by the user, namely that the inspiratory pressure and maximum relief pressure valve adjustment knobs were difficult to turn. This is a known fault that is related to a vendor production issue for which a CAPA has been opened. This type of fault would be detected by the user when setting up the device. We consider this pcr to be closed.